Manufacturer narrative:
(B)(4). The reported field event of oversensed noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.

Event description:
It was reported that during device upgrade procedure, noise was observed when the leads were connected to the new device, and the patient briefly went asystolic. The device was not used, and a different one was implanted instead. Patient was stable following the procedure.